Event description:
The customer reported that wave forms froze for a few minutes, and then the system rebooted.

Manufacturer narrative:
(B)(4). The customer reported that wave forms froze for a few minutes, and then the system rebooted. The patient was a dnr (do not resuscitate) patient for which comfort measures only were being provided. No resuscitation efforts were therefore, initiated for this patient who was expected to expire. The patient did expire one hour after the device issue occurred, which was described as a freeze followed by a reboot of the device. The monitor freeze is not considered as related to the patient outcome. Once the monitor rebooted, the problem would be obvious to all users because of both the loss of all patient wave forms on the display and also the audible alerts. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.